Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a powercross pta balloon for the treatment of a moderately calcified, slightly tortuous lesion in the mid popliteal artery. Lesion exhibited 80% stenosis. It was reported that resistance was encountered when advancing the device, but excessive force was not used. Device did not pass through a previously deployed stent. A longitudinal balloon burst is reported at a pressure of 13atms during inflation. All fragments were retrieved and a new balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the powercross device was received. No ancillary devices were included. The powercross was inspected and damage to the catheter was observed. The distal end of the catheter showed the catheter was fractured and separated. The distal segment of the catheter was not returned. The fracture face showed the catheter material twisted/stretched. A radial balloon tear was noted approximately 7cm and 9cm from the distal end of the catheter. The proximal end of the balloon was located approximately 16cm from the end of the catheter. No marker bands were identified, the condition the unit was received indicates the inner assembly/tip of the catheter was stretched out and fractured proximal to the marker bands of the unit. The catheter length measured from the fractured tip to the strain relief was approximately 154cm. An accurate account of the actual working length could not be obtained due to the observed damage. Area of the outer assembly stretching was noted from 59-63cm. The balloon showed 2 radial tears and the catheter fractured at the distal end. The distal end which fractured from the remaining portion of the returned catheter was not included in the returned contents. If information is provided in the future, a supplemental report will be issued.